Manufacturer narrative:
H.6. Investigation conclusions: code 18 - according to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient may result. The nominal body od for a dsf2233 is 8.2mm and the patient's access vessel and iliac artery ranged from 5.6mm-8.4mm. H.6. Investigation conclusions: code 22 added h.6. Investigation conclusions: code 22 - according to the gore® dryseal flex introducer sheath IFU, potential adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). H.6. Investigation findings: code 3233 updated to code 213 h.6. Investigation conclusions: code 11 updated to code 18.

Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. (B)(4). According to the gore® dryseal flex introducer sheath instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Furthermore, the gore® dryseal flex introducer sheath IFU states that adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient may result. The nominal body od for a dsf2233 is 8.2mm and the patient's access vessel and iliac artery ranged from 5.6mm-8.4mm.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® dryseal flex introducer sheaths as accessories in the procedure. As the patient's left common iliac artery was reportedly calcified, a gore® viabahn® vbx balloon expandable endoprosthesis was implanted in the left common iliac artery prior to the procedure. The patient's access vessel, external iliac artery, and common iliac artery at the iliac artery bifurcation had a range of 5.6mm-8.4mm. It was reported that a 22fr. Gore® dryseal flex introducer sheath was inserted from the patient's left femoral artery. Strong resistance was reported when the 22fr. Sheath was inserted. The entire access vessel was ballooned and the 22fr. Sheath was inserted again. The sheath was reportedly unable to advance. The 22fr. Sheath was exchanged for an 18fr. Sheath. The 18fr. Sheath was reportedly able to advance and ballooning to the access vessel was performed again. It was reported that the physician attempted to reinsert and advance the 22fr. Sheath. Reportedly, the 22fr. Sheath became stuck on the gore® viabahn® vbx balloon expandable endoprosthesis. It was reported that the physician opted to deliver the stent grafts to the intended location without use of an introducer sheath. The stent grafts were implanted successfully. The access route angiography revealed a pseudoaneurysm at the proximal end of the gore® viabahn® vbx balloon expandable endoprosthesis, a left external iliac artery dissection, and vascular intima damage at the insertion site. The physician reportedly stated that the cause of the pseudoaneurysm may have been related to the gore® viabahn® vbx balloon expandable endoprosthesis being pushed when the 22fr. Sheath was advanced. A gore® excluder® aaa aortic extender component was implanted to treat the pseudoaneurysm, a bare stent was implanted to treat the dissection, and the vascular intima damage was treated surgically. The pseudoaneurysm was reportedly nearly resolved and the physician opted to monitor it. After the procedure, CT imaging reportedly revealed an abdominal aortic dissection. The physician reportedly suggested that the pseudoaneurysm was the likely entry of the abdominal aortic dissection. Reportedly, blood flow to the false lumen was minimal due to the implantation of the aortic extender component during the procedure. The physician reportedly opted to monitor the abdominal aortic dissection. There were no further reported issues. The patient tolerated the procedure.